Manufacturer narrative:
The actual sample involved in the incident was received for evaluation. Evaluation of the complaint sample noted the cannula was dislodged from the hub; therefore we are able to confirm the issue reported. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable work instructions for the assembly of the aspirating needle into the hub identified a specific step of the epoxy adhesive application. If not enough adhesive was applied to the needle, it may have contributed to the issue reported. All applicable manufacturing and quality personnel will receive remedial training regarding the proper assembly of the components in this product as well as proper manufacturing and quality checks to verify the correct assembly of the parts.

Event description:
Aspirating needle became disengaged from hub while procedure being performed. This caused patient to have a pneumothorax which resulted in additional x-rays